Event description:
It was reported that the intellivue mp5 had a speaker malfunction, as there was no sound coming from the device. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the intellivue mp5 had a speaker malfunction, as there was no sound coming from the device. The device was not in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.